Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/6/2024, it was reported by a sales representative via (B)(4) that an ar-623-36 ibalance tka, tibial impactor plastic piece split into two pieces. This was when the surgeon was impacting the tibial component. Nothing broke inside the patient. This was discovered during a total knee procedure on (B)(6) 2024.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpacked ar-623-36 with serial/batch number (B)(6) was received for investigation. Upon visual evaluation, it was noted that the head of the device was broken into two parts. The reported condition is most likely caused by overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging. The device was manufactured in 2019.